Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during service check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 45 (not at "home" position after power-on/restart). No patient involvement was reported.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying error message user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during archive review and initial functional testing. To remedy ua45, the driveshaft was rotated back to the "home" position. During visual inspection, cracked front cover and load plate cover was noted. The encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The autopulse platform is a reusable device and was manufactured on 2013 and the damage found is characteristic of normal wear and tear. A review of the platform archive was performed, observed multiple user advisory 45 - shaft not at "home" position occurred on the date of the event (B)(6) (presumed event date) confirming the customer's complaint. Based on the archive review, the encoder shaft position was out of specification when the autopulse was powered on. Typically this condition occurs when the drive shaft is rotated away from a defined "home" position which can occur if the lifeband does not fully retract, is not fully extended or there is a manual drive shaft rotation away from home position. The platform failed the initial functional testing due to the error message ua 45 was displaying upon powering on the platform. During open case system test observed the autopulse failed repeatedly due to advisory 45 - shaft not at "home" position, confirming the customer complaint. The processor board communicates with the autopulse encoder to keep track of the absolute rotational position of the drive shaft. Since this customer had reported the ua 45 issue numerous times, we replaced the processor board as a precautionary action to remedy the issue and as customer accommodation. The platform passed all final tests and inspections and performed within manufacturer specifications. An additional repair and update was completed (unrelated to the reported complaint). The front cover and load plate cover were replaced. The clutch plate was deburred due to a stiffness on the drive shift, after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).